Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the rubber stopper is crooked/slanted inside of the barrel of one syringe. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 8295675 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200786662, 200785728] noted that did not pertain to the complaint. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches for this issue during the production of this syringe. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe stopper is deformed. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 8295675. It was reported that the rubber stopper is crooked/slanted in the barrel of one syringe. Verbatim: consumer reported that the rubber stopper is crooked/slanted inside of the barrel of one syringe. Consumer does not re-use. No exp date. Occurrence date (B)(6) 2019.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe stopper is deformed. This was discovered during use. The following information was provided by the initial reporter: material no. 328509 batch no. 8295675. It was reported that the rubber stopper is crooked/slanted in the barrel of one syringe. Verbatim: consumer reported that the rubber stopper is crooked/slanted inside of the barrel of one syringe. Consumer does not re-use. No exp date occurrence date (B)(6) 2019.